Event description:
Same case as: 2134265-2015-04420. It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the distal right coronary artery (rca). It was noted that the proximal of rca was mildly tortuous. While performing a percutaneous coronary intervention, the physician inserted a guidezilla to the middle of rca and advanced a 10 x 3.5mm flextome to the lesion, however resistance was encountered at the port of the guidezilla. The flextome was able to cross the lesion and dilatation was performed; however the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: the balloon protector was not received at the cis for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A large amount of solidified blood was present on the exterior of the blades. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood. The returned unit was connected to an encore inflation unit and a vacuum was pulled for balloon preparation prior to advancement through the recommended sheath as identified on the product label. The device was advanced over a 0.014 inch guidewire. The device was able to advanced through the 6f guide catheter; however, resistance was encountered due to some remaining blood on the blades. Positive pressure was applied when liquid was observed to be leaking from a pinhole in the balloon body at 2 mm proximal to the proximal end of the distal markerband. The device was unable to be removed from the guide catheter due to the blood on the blades so the hypotube was cut in order to removed the delivery system from the guide catheter. The outer was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system.. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-04420 it was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the distal right coronary artery (rca). It was noted that the proximal of rca was mildly tortuous. While performing a percutaneous coronary intervention, the physician inserted a guidezilla to the middle of rca and advanced a 10 x 3.5mm flextome to the lesion, however resistance was encountered at the port of the guidezilla. The flextome was able to cross the lesion and dilatation was performed; however the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.